Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2014). The lay user/patient¿s product(s) has been returned on 08/07/2014 and evaluated by lifescan product analysis on 11/19/2014 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an issue with a fading display on his onetouch ping enhanced meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 7 or 8 months prior to contacting lfs. The patient manages his diabetes with insulin pump therapy. Due to the reported issue, the patient reportedly entered ¿too many or not enough carbohydrates¿ in the ez carb function which may have led to varying doses of insulin (amounts not specified). The patient denied developing symptoms due to the reported issue. No additional treatment was specified. It is not known if the patient tested his blood glucose with another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. There is no indication the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.